Manufacturer narrative:
The first admission for gastrointestinal bleed event was captured under MFR# 2916596-2019-06084. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 with recurrence of symptomatic hemoglobin and hematocrit drop. The patient had normal symptoms of hypovolemia and anemia, lowered inr after admission. Several gastrointestinal studies including upper gastrointestinal, lower gastrointestinal series and push enteroscopy and capsule study were performed. Nothing treatable found. No further information was provided.

Manufacturer narrative:
Section d1:correction.